Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the mega suturecut needle driver had snapped cable. The procedure was completed as planned with no reported injury using a backup instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal end in the housing at the clamping pulley. This caused the loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Additional findings not related to customer reported complaint: the instrument was found to have grip input disks 6 and 7 broken. The complaint was confirmed by failure analysis.